Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level ranging from 86-87 mg/dl. During troubleshooting with tandem technical support (cts), it was determined that the customer performed the load fill tubing step of the load sequence while connected at the infusion set site. Cts educated the customer to not be connected to the pump during the fill tubing process. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
Device not returned.